Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The target lesion was located in the iliac artery. Following predilatation with a 6.0mm unspecified balloon catheter, a 6x40x120 epic stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent partially deployed.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Received product consisted of an epic device with no original packaging or other devices. The distal end of the stent was partially expanded a length of 7 mm. There was contrast on the stent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the partial deployment and the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).